Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 2.5 years of service. A guidant technical services (ts) consultant provided a longevity estimate, based upon the programmed parameters provided by the field, and estimated that this device should have declared eri after 5+ years of service. Ts requested that a save to disc be obtained and sent to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.